Event description:
Philips received a complaint by the customer on the v60 indicating that the unit shut down unexpectedly. The customer called in to report that the v60 had shut down unexpectedly while on a patient. The event log was evaluated and showed alarms for, "alarm message: running on internal battery", next, "alarm message: low internal battery", and finally "alarm message: power has been restored". The customer replaced and charged the battery per the technician's advice. The unit then also passed the performance verification test (pvt) and was returned to service. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.